Event description:
(B)(4) is a spontaneous case report sent by a physician which refers to a female aged (B)(6). The patient's past medical history included high cholesterol [blood cholesterol increased], androgenetic alopecia and ariata [alopecia areata], emphysema [emphysema], colitis with antibiotic [clostridium difficile colitis] and allergy to iodo [iodine allergy]. Concomitant medications are: finasteride, ineove (nutri care), biotin 10mg e combiron (ferrous sulfate). On (B)(6) 2012 patient treated with restylane lidocaine on nasolabial folds and lips with total of 0.7 ml in intradermics (the application was symmetric). On (B)(6) 2012 the patient returned to her office without any reaction. Around (B)(6) 2012 the patient noted induration, redness, much pain, swelling, nodules and the region was bruised. The adverse event is: induration in nasolabial folds [implant site induration] which began on (B)(6) 2012. Redness in nasolabial folds [implant site erythema] which began on (B)(6) 2012, pain in nasolabial folds [implant site pain] which began on (B)(6) 2012, swelling in nasolabial folds [implant site swelling] which began on (B)(6) 2012, nodule in lips [implant site nodule] which began on (B)(6) 2012, alteration in leukocyte value (result 11350 ml7ul, ref. 10500) [white blood cell count increased] which began on (B)(6) 2012 and erythrocyte sedimentation [red blood cell sedimentation rate increased] which began on (B)(6) 2012. Patient was hospitalized in (B)(6) during 2 days where exams of tomography was performed and patient received cephalosporin medication (intravenous and oral). The patient was diagnosed that the reactions has relation with the restylane. After hospitalization the patient used corticoid called decadron 4 mg (dexamethasone phosphate) every 12 hours, however, the reactions still persist. On (B)(6) the physician requested a hemogram, an exam of autoimmune disease and biopsy. The hemogram showed an alteration in leukocytes values (reference: (B)(4) - result: 11350ml/ul) and erythrocyte sedimentation (reference 20mm. Result: 40mm). The test of autoimmune disease didn't see any problem and regarding the biopsy are awaiting results. The physician also informed that she tried to decrease the dose of the corticoid, but it was not possible, because when she decreased the dose the patient got worse. She tried to treat with antibiotic, but the patient does not want to take antibiotic because she already had problem with colitis after using antibiotic. The physician confirmed that the patient has a nodule little visible, but palpable on the jugal region and near the sulcus mentolabial. The patient continues using decadron 8mg daily. The physician didn't see inflammatory signals. However, she didn't see the patient without use of corticoid. The patient informed the physician when she decreased or when she tries to stop using the corticoid, she notes big and sore nodule. Possibly are arising more 2 nodules around superior lips. Was realized a biopsy for anatomopathologic and culture. The outcome for redness in nasolabial folds [implant site erythema] is not recovered/not resolved. Induration in nasolabial folds [implant site induration] is not recovered/not resolved. Pain in nasolabial folds [implant site pain] is not recovered/not resolved. Swelling in nasolabial folds [implant site swelling] is not recovered/not resolved. Nodule in lips [implant site nodule] is not recovered/not resolved. Alteration in leukocyte value (result 11350 ml7ul, ref. (B)(4)) {white blood cell count increased] is unknown. Erythrocyte sedimentation [red blood cell sedimentation rate increased] is unknown."

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) 2013. The events induration in nasolabial folds [implant site induration]; redness in nasolabial folds [implant site erythema]; pain in nasolabial folds [implant site pain] swelling in nasolabial folds [implant site swelling] and nodule in lips [implant site nodule] assessed as serious, expected and possibly related. Alteration in leukocyte value white blood cell count increased] and erythrocyte sedimentation [red blood cell sedimentation rate increased] assessed as serious, unexpected and possibly related.